Manufacturer narrative:
Info was not provided. Results: nonconforming cartridge weld. Evaluation summary: the device was returned with the left side of the cartridge nose opened due to an insufficient cartridge nose weld. No functional test was performed. The device was disassembled to verify the condition of the internal components and no other anomalies were found; 21 staples were found remaining in the track. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap hernia procedure, the device did not function at all. Took a new instrument to complete the case. There were no adverse consequences to the pt.